Event description:
A site representative, rn, reported that while in a surgery, they were inaccurate after registration. Pt was registered with fiducials that were confirmed not to be symmetrical. There was no impact on the pt outcome reported.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.